Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 19-dec-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received in a specimen cup with a surgical sponge. A customer photo was also provided in the cp file. During a visual inspection, the device was inspected under magnification. The lens was inspected under magnification. The lens was received cut into two piece and one piece had a detached haptic. The source of the haptic detach could not be determined from visual inspection. The remaining haptic was measured and all measurements were within specification. Complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The customer provided photo was evaluated. The photo displays the suspect lens inside the patient's eye. Due to the photo quality, no issues could be identified with the lens and the complaint issue could not be confirmed. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 incision enlargement section h-6 health effect - clinical code: 4581 incision enlargement attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Following insertion of the pre-loaded diu150 model intraocular lens (iol), the trailing haptic was completely severed. The iol was removed from the patient's eye and a larger incision was necessary during the procedure. It is unknown if the procedure was completed using another iol. No further information is available.